Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was requested, the lot and part combination could not be located by the synthes (B)(4) affiliate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported preoperative planning called for a clavicle plate to be applied to the affected bone shaft. The surgeon requested a 3.5 reconstruction plate be added to the order just in case one was needed, the device was not supplied. The surgeon used a 6-hole clavicle plate for better fitting to finish the operation and was able to insert the screws by applying pressure. There was a 30-minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.